Event description:
It was reported at routine follow up, externalized conductors were observed via imaging. Lead remains implanted and patient will be monitored.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Other text : na.